Manufacturer narrative:
The investigation is on-going a this time. Upon completion, a final report will be submitted.

Event description:
The medical center had an impella ld support for escalation from an impella cp. After 7 days the team explanted the ld. At the explant the pump separated due to aggressive removal. The medical team had felt resistance at the pump explant. The pump was surgically removed from the patient.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The medical center returned the impella pump product, however what was returned was a damaged catheter. The failure mode could not be reproduced. The root cause was determined to be use related. The team had shared that the user had used excessive force. The failure mode will be monitored and trended.